Event description:
It was stated that the customer was taken to the hospital twice in one day, due to bleeding at the insertion site, after removing a sensor. The customer applied pressure to the area, but the bleeding continued. It was stated that the customer does take plavix and an aspirin daily nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.